Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reported issue of the cartridge being difficult to remove from the pump is obvious and detectable to the user and should alert the user to discontinue use of the device. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 stating that the patient's blood glucose increased to 570 mg/dl and the patient was behaving somewhat oddly; the reporter indicated that the patient did have dementia. The reporter indicated that the cartridge was difficult to remove from the cartridge compartment and so they were unable to connect the patient to the pump to deliver a correction bolus; the patient was reportedly taken to the hospital for treatment. This report is made based on the allegation that the patient was hospitalized for hyperglycemia related to being unable to reconnect the patient to the pump.